Event description:
Two certified nursing assistants in midst of transferring the pt from the wheelchair to the bed with an ultralift 1500 pt lift when the lift suddenly broke at the shaft dropping the pt to the floor. Pt sustained a right femur fracture and a head laceration to the occipital area which required 4 staples.